Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an xvi shift discrepancy. The data has been reviewed and for the first cbct (cone beam computed tomography) taken, shift values from xvi were sent to mosaiq and are consistent with the shift values noted in the image list and the audit log covering this instance. However, this cbct was marked 'na' by the customer (indicating that the image is either non-medical or does not require review). A second cbct was taken, shift values were sent from xvi to mosaiq. These values were also recorded correctly in the image list and the audit log. The customer approved the shifts from the second cbct. No discrepancy in shift values was found between the image list and the audit log. Since the patient was deleted by the user from xvi after treatment was completed, a comparison of the shift values stored in mosaiq to the shift values displayed on xvi is not possible for this event. Mosaiq did not have any malfunction and was working as designed and intended. Based on the available information, there was no patient mistreatment.

Event description:
The customer reported an xvi shift discrepancy.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.